Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change out procedure of a patient with complete heart block, the pulse generator exhibited loss of output after being subjected to electrocautery for no more than 2 seconds and the patient experienced asystole. Patient lost consciousness. The physician quickly attached the new device. The chronic device was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported event of output anomalies was not confirmed. Device was received in normal working condition. Output anomalies observed during explant procedure was consistent with electrocautery interferences as reported from the field. Analysis indicated normal device functionality with normal pacing outputs. There were no device anomalies found that would have contributed to the output issues reported from the field. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.